Manufacturer narrative:
The device history record of reported lot number: 4422425 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump stated there was 7.3 ml left, and 0.0 ml remained after the pharmacy tried to draw out the remaining cadd cassette. The pump was being removed from use, and the pharmacy also disposed of the cassette. The starting volume was 110.4 ml, with a continuous infusion rate of 2.4 ml/hr over 46 hours. The reservoir volume was 7.3 ml (the reservoir volume stated 7.3 ml, but the entire contents were administered; no residual volume remained in the pump when the pharmacy attempted to extract it). The given volume was 110.4 ml. The amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. They did attempt to withdraw the remaining medication in the reservoir to confirm. The amount remaining was 0.0 ml. There was no closed system transfer device (cstd) used to fill the cassette, and the pump was not used to prime the extension tubing. The event occurred while in use with a patient at the patient's house. No patient harm/adverse event reported.